Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. One day post-op, the iol was noted to be decentered with a broken haptic. The iol was removed and replaced and the pt's outcome was excellent.